Manufacturer narrative:
A visual examination revealed that the working length was twisted and bent. The exposed cut wire appeared to have melted/split the extrusion at the distal pierce hole creating a tear measuring approximately 5 mm from the distal pierce hole. This tear allowed the cut wire with the attached anchor to separate from the distal pierce hole. Though the cut wire with attached anchor separated from the distal pierce hole, it remained attached at the proximal pierce hole. The weld-solder integrity of the cutting wire and anchor notch was found to be intact. The condition of the returned unit was consistent with the complaint incident that the tip of the cutting wire of the device was separated from the catheter. Since the devices are 100% inspected during manufacturing, the bent, twisted, melted working length and dislodged cut wire are likely due to customer usage during the procedure. Therefore, the most probable root cause is operational context. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used in the common bile duct during a procedure to remove bile duct stones performed on (B)(6), 2010. According to the complainant, when they tried to cut the papilla, they noticed that the tip of the cutting wire was separated from the catheter. No wire fell in to the patient. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used in the common bile duct during a procedure to remove bile duct stones performed on (B)(6), 2010. According to the complainant, when they tried to cut the papilla, they noticed that the tip of the cutting wire was separated from the catheter. No wire fell in to the patient. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.